Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the animas insulin pump is having cartridge loading issue. When the patient goes through the cartridge loading process, the pump will not stop and dispenses all of the insulin out of the cartridge. There was no adverse event associated with this complaint. The complaint is being reported because the alleged issue was not resolved with training.

Manufacturer narrative:
Follow-up # 1 date of submission 12/23/2013-device evaluation: the pump has been returned and evaluated by product analysis on 12/11/2013 with the following findings: a review of the pump¿s history showed evidence of a no cartridge detected warning. During testing, the pump was able to successfully perform a rewind, load, and prime sequence. The force sensor was to be out of calibration. The force sensor resistance was found to be out of calibration. The pump cover was opened and evidence of contamination was found on the force sensor housing. Unrelated to the complaint, the pump had a cracked battery compartment and evidence of moisture corrosion was found in the compartment. The pump failed an in-house leak test with the battery compartment leak. The pump powered on with a dim and discolored display screen. The audio bolus button cover was missing from the pump. During testing, all the keypad buttons were intermittently unresponsive. The keypad cover was opened and evidence of contamination was found under the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.